Event description:
It was reported that the user experienced an occlusion alert on the ilet while using a contact detach 6 mm, 23 in infusion set, consistent with an insulin flow obstruction within the tubing or infusion site. Symptoms included hyperglycemia risk due to interrupted insulin delivery. Outcomes included restoration of normal operation and glucose range after the user replaced the infusion set and dismissed the alert. Investigation included remote troubleshooting and user education regarding occlusion causes and corrective actions. Investigation of this case revealed an occlusion that resolved only after changing the infusion supplies, indicating obstruction at the infusion set or tubing. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.